Event description:
It was reported that this right ventricular (rv) lead exhibited a fracture/insulation breech where the suture sleeve was tied down. Technical services discussed there was no electrical measurements out of specification. Ts recommended reprogramming the sensitivity, and the device was reprogrammed. This rv lead remains in service. No adverse patient effect were reported.